Event description:
Laparoscopic cholecystectomy- "dr (B)(6) (general surgery) reported to gordon that clip applier malfunctioned. Patient not adversely affected. Clip applier was sent to materials, then gordon contacted david warren, the tma assigned to the account." Patient status: "not affected."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found that the unit had small dents on the shaft of the device but this did not affect performance. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. The root cause of the unit malfunctioning could not be determined as engineering was unable to replicate the incident. Applied medical will continue to monitor its vigilance system and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.